Manufacturer narrative:
Addition to h.10.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14 f sheath is 5.5 mm. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to the limited information provided, the cause of the vascular injury is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure using a 14 fr esheath+, there was no resistance during insertion of the esheath+. However, resistance was encountered when the delivery system exited the tip of the esheath+. Alignment was performed in the straight section of the descending aorta. Upon switching to the left anterior oblique (lao) view to track over the aortic arch, it was observed that part of the valve stent (on the skirt side) appeared bent. The delivery system and esheath+ were removed together. A new kit was opened, and the procedure was completed successfully using a new device, with no patient complications. The access vessel had a minimum lumen diameter (mld) of 6.4 mm, with mild tortuosity and mild calcification. Upon inspection outside the body, the damaged valve confirmed the same stent bending seen in fluoroscopic imaging. Notably, this damage was only visible in the lao view; it was not apparent from other fluoroscopic angles, and the exact timing of the damage remains unclear. Additionally, the tip of the first esheath+ was found to be damaged upon removal. Resistance was also noted when retracting the delivery system into the esheath+. All devices involved will be returned for evaluation. No patient harm was reported. As reported by the fcs, when the esheath+ was removed, the common femoral artery (cfa) injury was observed, and a surgical angioplasty was performed. The type of cfa injury and possible cause were unknown. Per follow up response, it is unclear whether the 1st or 2nd esheath+ caused the cfa injury.